Manufacturer narrative:
It was reported that the hl20 unit displayed the error message "safety-s". The issue was observed during startup of the device before surgery. No harm to any person has been reported. A getinge field service technician (fst) was sent for investigation and repair on 2025-07-01. The control board rpm and the safety system board were replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The affected parts were not made available for further investigation at the manufacturer. The most probable root cause can be linked to hl20 risk assessment: (total) fail of device because of: - failure of pump control board (pump stop). Wrong pump speed because of: - communication error (e.g. Wrong ratio between master-slave pumps due to communication error). Due to the age of the device and the parts control board rpm and safety system board (older than 12 years) age related aspects can be considered as well. The review of the non-conformities has been performed on 2025-07-01 for the period of 2012-11-29 to 2025-06-30. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2012-11-29. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. Based on the investigation results the reported failure error message: safety-s could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. Note: no UDI number has been included in the section d4 unique device identifier (UDI) since this machine (hl20) has been manufactured on 2012. All maquet cardiopulmonary class ii products manufactured until 2015 do not have UDI entries. Therefore, no UDI number is available.

Event description:
The event occurred in china. The issue was observed during startup of the device before surgery. It was reported that the hl20 unit displayed the error message safety-s. No harm to any person has been reported. According to the hl20 service manual the error safety-s indicates that there is an issue with the safety system board or it's communication. The reported behavior can cause an unintentional pump stop. Therefore, a report is required. Complaint ID: (B)(4).